Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one side of the jaw broke off of the hemopro 2 device when it was inserted into the cannula. After insertion, the device also would not open or close properly. A replacement device was used to complete the procedure. Nothing fell into the pt and intervention was not required. The hospital did not report any pt effects. The hospital intends to return the devices in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).